Event description:
It was reported that during service and repair pre-testing, it was observed that the battery reciprocator device had liquid dripping from saw blade coupling. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that liquid was dripping from saw blade coupling. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed and it was found that there were signs of an unknown liquid inside the device. The assignable root cause was determined to be due to improper cleaning, care, and immersion of the device, which is failure to follow the directions for use. This is further defined as misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.